Manufacturer narrative:
H6: results: visual inspection of the lens showed the optic was torn and there was evidence or surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The surgeon attempted to implant a toric silicone lens model aa4203tl. The lens split while folding and the cause of the lens damage was unk. The lens was not inserted and there was no patient contact or injury. The model and lot numbers of the cartridge and injector used were unk.